Event description:
It was reported, that the customer experienced a blood glucose level (bg) of 23 mg/dl, due to customer inadvertently initiating a bolus, they did not need. Bg was addressed via consumption of carbohydrates and glucagon. Systems check with tandem technical support confirmed, the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.